Event description:
It was reported that the patient presented for remote follow up via merlin.net. It was noted that the atrial lead exhibited under-sensing resulting in atrial-ventricular desynchrony. No interventions were performed. Further information was not available.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. It was noted that the atrial lead exhibited under-sensing resulting in over-pacing and atrial-ventricular desynchrony. No interventions were performed. Further information was not available.

Manufacturer narrative:
Correction: b5 clarification.